Manufacturer narrative:
Not voided.

Event description:
Information was received from a patient who started undergoing an evaluation trial of interstim therapy for gastrointestinal/pelvic floor. It was reported that the patient was doing good so far. The patient reported they had already catheterized twice and so far they haven't voided. It had not worked yet. It was indicated that the patient amplitude level was still at a two and they could feel stimulation in the bicycle area. The patient was helped with changing the settings on the day of the call and stimulation was felt in the bicycle area.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.